Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was 410 mg/dl. The customer treated with the pump. The customer was advised that the 6mm may be due to hitting scar tissue. The customer was advised that holding against the site can cause a bent cannula. The customer ended up with diabetic ketoacidosis in the hospital last year. The customer stated that she also received a no delivery alarm. The customer stated that the alarm did not occur during manual prime. The customer was advised to send back the reservoir. The customer will be sent replacement reservoirs.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.